Event description:
The customer reported to olympus that their evis exera iii gastrointestinal videoscope water flow issues in the air/water flow system. No patient or user harm has been reported. During the testing and inspection of the returned device, a clogged nozzle was found. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device has been returned to olympus for evaluation. A preliminary device evaluation has been performed, and debris has been found in the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
The end user facility has provided additional information concerning patient safety. The reported phenomenon occurred after the procedure, the procedure was finished using the same equipment, and no patient complications and/or adverse effects occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with solid foreign matter, but the foreign matter could not be identified. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. A few defects were noted where the bending section glue is worn out, the light-guide lens unit it cracked, the plastic distal end cover is cracked. There is a crease on the connecting tube, the protector unit is damaged, the universal cord is wrinkled, the scope connector cover unit is cracked, the switch 1 button rubber had wear and tear, angulations are out of specification, and neither air nor water at the output of this endoscope was observed due to a clogged nozzle. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.